Event description:
A physician from (B)(6) who did not provide name or contact info reported this event and indicated that the event happened in the clinic where she works. Anonymity was requested. Sagging of the skin and soft tissue after two weeks of radiesse injection using vector technique in lower 1/3 of face. Palpation - inhomogeneous sealing in area of injection max diameter of 2 cm. Treatment: prednisolone, nsaid, homeopathy, infrared laser therapy. Doses and durations were not provided. After three days of the treatment there was hyperemia on the right side. On day 4 there was inflammation of infiltrate. Treatment: antibacterial and antihistamine therapy.

Manufacturer narrative:
Due to the anonymity of the reported no f/u info could be obtained. (B)(4).